Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within the ECG electrode and shorted the red (-5v) wire. The root cause for the migrated wire has not yet been determined. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.